Event description:
Legal counsel for the patient alleges that the patient underwent left total hip arthroplasty on (B)(6) 2005. Subsequently, the patient underwent a revision procedure, on (B)(6) 2010, due to alleged pseudotumor, cloudy gray fluid, and necrotic tissue. The modular head and acetabular cup and modular head were removed and replaced. A further revision occurred on (B)(6) 2010, due to alleged recurring dislocation. The modular head and acetabular cup were removed and replaced. Legal counsel alleges that the patient underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, the patient underwent a revision procedure on (B)(6) 2004, due to alleged femoral stem loosening following a fall. The femoral stem was removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedures, as well as a right hip revision procedure, all of which were unknown at the time of initial medwatches. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning." This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2012-00952-1 / 00955-1 and 1825034-2012-01276). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2010, due to an unknown reason in which the cup and head were replaced. Subsequently, patient was revised on (B)(6) 2010, due to an unknown reason in which the head and liner were replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-00952 / 00955). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.